Manufacturer narrative:
The device was not returned to resmed. Resmed has requested all relevant info relating to the event be provided, so that further evaluation could be performed. On the april 23rd, 2007, resmed announced a voluntary recall for certain s8 flow generators. The device associated with this complaint is within the serial number range for the recall.

Event description:
Resmed was notified of two deaths. The complaint alleges that the two individuals were killed when a fire destroyed their home. The complaint also alleges that the fire and deaths were caused by a resmed CPAP.